Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device history records for pn 00110201200, ln 63077590 were reviewed for deviations and/or anomalies with the following unrelated anomalies/deviations identified: 10 pieces were scrapped at manufacturing step 50. The supplier device history records for pn 00110205121, ln 80626754 were reviewed for deviations and/or anomalies with the following unrelated anomalies/deviations identified: 17 broken ampoules, 6 ampoules for other reasons and 2 blisters were rejected and are scrapped. Visual inspection of the returned product identified that the monomer leaked in the packaging as seen in picture 3 in dl132216. The reported event has been confirmed by visual inspection. Review of device history records identified no related deviations/anomalies. It has also been identified that these products are no longer manufactured by zimmer biomet in (B)(4). Zwi is in place that uses visual aid 55-0000-310-01 to 100% inspect for "dirt, fiber, lumps, or any foreign debris in packaging". The product most likely left zimmer biomet control conforming based on DHR review and zwi in place. The root cause of the reported event cannot be determined. No corrective actions are needed based on the above investigation.

Event description:
It was reported that the ampule of cement was broken when the customer opened it during preparation directly prior to surgery. The customer used and finished the surgery with an alternative one. No adverse events were reported as a result of this malfunction.